Event description:
It was reported that inappropriate therapy was delivered due to noise. During lead revision, a lead fracture was observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.